Manufacturer narrative:
The device has been analysed and there are no indications of a product failure. Visual inspection with microscope shows the internal m1.8 thread of the implant is destroyed. Near identical damages to the m1.8 thread where achieved by using the machine screwdriver to insert the bi300 in plastic bone. The test was performed at cbas on a bi300 4mm implant. This suggests that the implant was most likely inserted and/or removed by using the wrong instrument. Previous product investigations have not shown any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. The report frequency for these complications is being monitored under cbas complaint and MDR data monitoring plan, and this event is added to this monitoring.

Manufacturer narrative:
This report is submitted on may 03, 2018. (B)(4).

Event description:
Per the clinic, the patient's device was explanted (date not reported). Additional information was requested but has not been made available as of the date of this report.